Event description:
The dentist reported the abutment screw fractured. The fragments of screw were retrieved and another abutment and crown was placed.

Manufacturer narrative:
The investigator's visual inspection of the certain® gold-tite® hexed screw as returned has confirmed the screw has fractured on the threads. The hex of the device has also been damaged and white debris remains inside. The visual inspection did not provide any indication of a manufacturing deviation that would contribute to this event. No lot number was provided for review, therefore a device history record review was not able to be completed. A definitive cause for this event has not been determined (B)(4)